Manufacturer narrative:
Complaint conclusion: as reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be triggered after the return port stopped pulsatile flow marking as well as the indicator window changed from black and white to black and black. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There was no visible signs of device/package damage prior to use. The exoseal vcd and 5f non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and 5f non-cordis vascular sheath introducer were retracted together until the indicator window changed to solid black color. The button would not depress at all. The indicator window was showing solid black at this time. The indicator window did not show any red color during retraction. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure used a 5f non-cordis sheath, 5f non-cordis pig/ver angiographic catheter and non-cordis angiographic guidewire. The procedure was an interventional imaging procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd and has used them in their internship and can operate them proficiently. The patient¿s body mass index (bmi) was not greater than 40. The patient does not have a history of infectious diseases. Additional information was requested but not provided. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " deployment lever (button) frozen/locked" could not be confirmed. Without the return of the device and with no images, the cause for the reported event cannot be determined. Procedural, anatomical, and handling factors may all have been contributing factors. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be triggered after the return port stopped pulsatile flow marking as well as the indicator window changed from black and white to black and black. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There was no visible signs of device/package damage prior to use. The exoseal vcd and 5f non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and 5f non-cordis vascular sheath introducer were retracted together until the indicator window changed to solid black color. The button would not depress at all. The indicator window was showing solid black at this time. The indicator window did not show any red color during retraction. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure used a 5f non-cordis sheath, 5f non-cordis pig/ver angiographic catheter and non-cordis angiographic guidewire. The procedure was an interventional imaging procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd and has used them in their internship and can operate them proficiently. The patient¿s body mass index (bmi) was not greater than 40. The patient does not have a history of infectious diseases. Additional information was requested but not provided. A non-sterile vascular closure device 5f - us device was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the device was received along with a non-cordis csi (catheter sheath introducer), the button/deployment lever on the device was not pressed. However, the button was not present on the lever. It disengaged from the lever (not returned for evaluation), and the plug was present on the delivery shaft, which was found with dry blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received on white/black position and the cowling guard was found locked. No anomalies were observed during the analysis. Functional test could not be successfully performed since the device was clogged with dried blood residues. Attempts to clean the device using hydrogen peroxide and an ultrasonic bath, however unsuccessful. The device was opened to observe the internal components, no other anomalies were noted on the indicator window nor the deployment lever mechanism besides the button disengagement. Amplified images of the lever component were taken. The lever assembly that engages the button shows signs of damage on the component portion. This suggests that an excessive force, likely applied downward and forward in the direction of the handle, which may have caused both the disengagement of the button from the lever assembly and the damage observed on the lever mechanism. The reported event by the customer as ¿deployment lever (button) ¿ frozen/locked¿ was not confirmed since functional test could not be performed due to the clogged device and dislodged button from the lever assembly; however, the internal mechanism of the lever was found with no anomalies. Due to the dislodged button found on the unit, amplified images were taken, revealing plastic damages on the lever. This suggests that an excessive force, likely applied downward and forward in the direction of the handle, may have caused both the disengagement of the button from the lever assembly and the damage observed on the lever mechanism. The cause of the conditions found could not be conclusively determined during analysis. Procedural and/or handling factors might have contributed to the condition found on the unit since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.

Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be triggered after the return port stopped pulsatile flow marking as well as the indicator window changed from black and white to black and black. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There was no visible signs of device/package damage prior to use. The exoseal vcd and 5f non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and 5f non-cordis vascular sheath introducer were retracted together until the indicator window changed to solid black color. The button would not depress at all. The indicator window was showing solid black at this time. The indicator window did not show any red color during retraction. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure used a 5f non-cordis sheath, 5f non-cordis pig/ver angiographic catheter and non-cordis angiographic guidewire. The procedure was an interventional imaging procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd and has used them in their internship and can operate them proficiently. The patient¿s body mass index (bmi) was not greater than 40. The patient does not have a history of infectious diseases. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.